Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was inspected at olympus india. It was duplicated the reported phenomenon which the front panel all led blinking due to dust inside the output socket of the subject device. After cleaning that dust, the subject device was worked. Olympus medical systems corp. (Omsc) could not identify the root causes of the reported phenomenon. [Consideration] based on the facts obtained from the investigation, the reported phenomenon occurred seemingly due to dust inside the output socket of the subject device. <facts obtained by the investigation> -according to the evaluation of olympus india, the phenomenon was reproduced, and was occurred due to dust inside the output socket of the subject device. -it was reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The field service engineer of olympus (B)(4) went to the user facility and checked the subject device. It was duplicated the reported phenomenon which the lights of the front panel of the subject device were blinked. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility technician that the lights of the front panel of the subject device were blinked during the preparation for the unspecified procedure. There was no patient injury associated with this report.